Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
The lens remains implanted and therefore not explanted. (B)(6). It was indicated that the lens is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a bilateral intraocular lens (iol) implant. At the six-months post-op visit the patient reported having difficulty with halos often when not wearing any glasses or contact lenses and were noted with any type of sunglasses. The subject was moderately bothered and had difficulty with headlights due to the halos. The occurrence was during driving at night as well as during the day. Reportedly, the outcome significantly interferes with the patient's activities of daily life. The lenses remain implanted. Binocular bcdva (best corrected distance visual acuity) at the 6 month visit was 20/20. This MDR is to record the lens implanted in the right eye. A separate report will be filed for the lens implanted in the left eye.